Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on (B)(6) 2019, the patient had an elective procedure to remove the ins and leads. In pre-op of the explant surgery, they were informed of the clear drainage that was coming from the pocket incision site, which started after a hip replacement surgery, the patient had a few months prior. The drainage was reported to be on/off, and the site never appeared to be infected nor did the patient notice any pus drainage, redness at the pocket site nor fever. The doctor assessed the pocket site before the explant surgery, and had determined they would be able to "fix" it during the surgery. Once in the surgery, the ins pocket was opened and more clear liquid drained out and the doctor reported seeing pus in the pocket. The doctor then cut the leads and opened the back to remove the remainder of the leads. The devices were sent to pathology for a culture, and the ins pocket site was cleaned with an antibiotic irrigation. The ins and leads were in the possession of the hospital but the hospital was notified that the explanted products should be returned to the manufacturer. The culture came back positive for a staphylococcus infection. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2019-may-16. The patient¿s weight on the date of explant was not available. The culture was positive for coagulase and negative for staphylococcus. No further complications were reported/are anticipated.